Event description:
It was reported that the pulse generator exhibited noise. During lead replacement noise could not be reproduced when the lead was disconnected and tested through the programmer. The lead was reconnected and retested through the device with no reproduction of noise. The physician determined that the noise was due to loose setscrew or the lead was not completely inserted in the header. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.